Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of harmonic ace instrument detached after touching another arm. Backup instrument of same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken inner tube at the ears to the clamp arm. As a result, the clamp arm was partially dislodged and loose from the inner tube ears. There was no missing material or fragment observed. The complaint regarding the tip separated slightly after touching another arm was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Following annex codes have been updated. G04112 - rod/shaft > g04003 - adapter (adaptor) c22 - appropriate investigation findings term/code not available > c070603 - separation problem.

Event description:
Refer to h11 for follow-up information.